Manufacturer narrative:
Product expired before complaint report. Therefore unable to directly test product. DHR review performed which provided acceptable information.

Event description:
On 01jun2016, a customer reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo, when tested on (B)(6) 2016.